Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the pulse generator exhibited a diagnostics anomaly. No intervention was reported and the device was implanted. No patient symptoms were reported.